Event description:
It was reported that the patient the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. No device issues were identified; however, the aus was removed and replaced. No additional patient complications were reported.